Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the ok/enter button has gradually become nearly unresponsive, exhibiting a delayed response that requires multiple presses. The pump is worn attached to a belt and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): the "ok" key responds intermittently and requires excessive force to activate. Keypad is fully intact, with no peeling or damage observed keypad was removed to investigate and there was visible contamination under the key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.